Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil embedded within right sidewall of pelvis.') In an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included dysmenorrhea, uterine fibroid, ovarian cyst, endocervicitis, dyspareunia, dysuria, nocturia and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy and bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: both ostia were visualized, four expanded outer coils were visible in left endometrial cavity, eight visible expanded coils were visible in the endometrial cavity. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Event medical device removal was replaced with the new event : embedded device. New reporters, concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: plaintiff fact sheet received. Reporter information updated. Case became serious incident. Essure stop date was added. Previously reported event injury was updated to new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.